Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: medwatch report # (B)(4) was received via mail on 30-apr-2018. Date of event is (B)(6) 2018. "Device failed to maintain insufflation to meet surgeon's needs." "Device malfunction - that is, the device did not do what it was supposed to do;" the location where event occurred was hospital or. The device is available for return. The patient is (B)(6) year old female (B)(6)lbs, ethnicity not hispanic/latino. Patient status: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).